Event description:
It was reported that, "while screwing in 3.0 locking screw into a locking 1/3 tubular plate, the tip of the 3.0 screw driver broke at the base of the torix head. During the same case, a 4.0 cancelous screw was put into a medical locking plate 4.0 non locking shaft hole. The screw snapped with 25mm left in the bone of a 30mm screw. The remaining 25mm was left in the bone. The screw was not removed from the bone. The bone quality was noted to be hard."

Manufacturer narrative:
Same patient event as medwatch 8031020-2008-00045. Additional information has been requested and if received, will be provided on a supplemental report.